Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with a broken cannula and the broken part was missing. A bicarbonate buffer test was performed on the last remaining sensor and it failed per specifications with low readings.

Event description:
The customer called to report repeated sensor error alarms. The customer's blood glucose reading was 136 mg/dl. The customer removed the sensor and stated that it did not appear damaged. The customer returned the sensors for analysis and received replacements.